Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The patient reports that he has undergone multiple tests. However, no diagnosis has been made that attributes his reported pain to a problem with the mesh implanted to treat the hernia in 2012. Based on the information provided at this time, no conclusions can be made. If additional information is provided, this report will be updated the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Alleged on (B)(6) 2012 the patient underwent an emergent umbilical hernia repair with implant of a bard/davol ventralex st mesh. Several months later in (B)(6) 2012 the patient began to experience severe pain in the area of the hernia repair. Patient underwent multiple tests, including a CT scan, gallbladder, no recurrent hernia identified, no bowel blockage, and colon exams. No diagnosis has been made to this being related to the previously placed mesh. Patient was prescribed medication for acid reflux. Reported states patient continues to have pain on a daily basis. At this time the patients condition has not been attributed to a problem with the mesh implanted to treat the hernia in (B)(6) 2012.